Manufacturer narrative:
H4: the lot was manufactured between march 29, 2024, and april 2, 2024. The device was received for evaluation. A visual inspection was performed and noted that the stressmember flange has been cracked (damaged). The stressmember flange is located at the upper part of the device. The damage caused the upper part to become loose, and the device could not be used. Further examination determined that the cause of crack may be related user error. An unknown and very strong external force applied directly onto the stressmember flange causing it to crack. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned small volume folfusor, it was noted that the stressmember flange has been cracked (broken). No additional information is available.